Event description:
It was reported that the deep brain stimulation (dbs) patient developed a scalp infection, with symptoms including redness and pus. As a result, the leads and burr hole covers were explanted. The physician does not believe the infection was related to the device or the surgical procedure. The patient was treated with antibiotics, and cultures were taken, although the results were not obtained. The patient is currently recovering well. The devices will not be returned for analysis, as they were discarded by the healthcare facility.

Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7136728 UDI: (B)(4). Product family: dbs-lead fixation upn: db-4600-c model: m365db4600c0 batch: 36188567 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c batch: 35922030 UDI: (B)(4).